Manufacturer narrative:
A bayer service representative responded to the site and performed a check of the injector. The injector was found to perform to specifications. The reported problem could not be reproduced.

Event description:
The site reported the following information: a CT technologist touched the stellant d injector (serial number (B)(4)) and received a shock. The technologist reported to the emergency room. The site's risk manager reported that going to the emergency room following an incident is their protocol. The technologist received a medical evaluation and received no medical or surgical treatment.